Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas¿s and the reported thrombus, infection, and cardiac arrhythmia could not be determined through this evaluation. A research article abstract was received titled ¿two-year outcomes in heartmate 3 versus heartware hvad patients implanted as destination therapy¿, which reported the following information. The purpose of this study was to compare the outcomes between the heartmate 3 and heartware hvad, as no other clinical studies have been produced highlighting this. Data was obtained from a retrospective analysis of 23 hm3 patients that were enrolled in the momentum 3 trail at a single center with a selected cutoff date of (B)(6) 2017 to allow for 2 years of postoperative follow-up. The baseline characteristics, clinical outcomes, and major adverse events were compared. The study found that hm3 patients were older and experienced more hypertension and tricuspid regurgitation. The hm3 less cardiac arrhythmias, major infections, and device thrombus than the hvad population. It concluded that patients supported with an hm3 had significantly less cardiac arrhythmia, pump thrombus, and major infection compared to the hvad patient over 2 years. There were no differences in survival rates, functional status, or quality of life; however, the hm3 had a lower morbidity rate. The heartmate 3 lvas IFU lists pump thrombus, cardiac arrhythmias, and infection as adverse events that may be associated with the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. The study referenced consisted of 23 heartmate 3 lvas patients; therefore, the specific device and other case/patient information is not available. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. This IFU lists pump thrombosis, cardiac arrhythmias, and infection as adverse events that may be associated with the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The IFU says to inspect the ventricle and remove any previously formed clots that may cause embolisms that may impede flow. The IFU also provides information regarding anticoagulation, including the recommended inr range. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event: date of event is approximate as the data were collected until october 2017. L coyle, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s411. Doi: 10.1016/j.healun.2020.01.173 heart and vascular institute, advocate christ medical center, oak lawn, il. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿two-year outcomes in heartmate 3 versus heartware hvad patients implanted as destination therapy¿ identifying that heartmate 3 may be related to cardiac arrhythmias, pump thrombosis and major infection. This retrospective study evaluated and compared the adverse events and outcomes between heartmate 3 and another manufacturer ventricular assist device in patients implanted at a single center, using as a cutoff date oct2017, to allow for 2 years postoperative follow up on all patients. Patients implanted with heartmate 3 were older and experienced more hypertension and tricuspid regurgitation. On the other hand, heartmate 3 patients had significantly less cardiac arrhythmias (p =.007), major infection (p =.019), and device thrombosis (p =.032) compared to the other manufacturer device. Also, heartmate 3 patients experienced less shorter operative times (p =.067), less ventricular assist device infection (p =.069), less respiratory failure (p =.082), less device exchange (p =.101) and hospital admissions (.127), less neurological (p =.130) and renal dysfunction (p =.140), and less right heart failure (p =.181) at 2 years. Device was implanted at time of event.